Event description:
When placing a size 13 equashield vial adapter on a vial of halaven the vial stopper was pushed all the way through the vial into the bottom of the vial, leaving an open system where halaven leaked. The technician applied the adapter. After application she noticed it felt loose. She pushed on it again to attempt to get it on the vial in a more secure manner. After this she attached the syringe, inverted the vial and began withdrawing the halaven. It was during the withdraw he noticed halaven was leaking from around the adapter. She stopped the withdraw and set it aside and called me in. It was at this time I noticed the vial stopper was in the bottom of the vial and had been pushed all the way through. Dose or amount: 3 mg. Frequency: days 1, 8 of 21. Route: intravenous bolus. Diagnosis or reason fdor use: sarcoma.